Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The device interrupted mechanical ventilation without a "device error". There was no patient injury reported.

Manufacturer narrative:
The investigation was performed based on the given information including electronic log file as well as the returned motor assembly. Based on that, the reported issue could be confirmed and a failure of the optical incremental encoder was found to be the root cause for the reported interruption of ventilation. The device reacted as specified for this situation by posting a corresponding "ventilator failure" alarm. In case of such failure, atlan will still provide fresh gas (including agent if a vaporizer is connected) and monitoring allowing for manual ventilation. The risk to devices in the field has been assessed and deemed acceptable. No further action required.

Event description:
The device interrupted mechanical ventilation without a "device error". There was no patient injury reported.